Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported a sudden spike in pacing impedance on (B)(6) 2025 before returning to normal. All other lead trends appeared stable. Recordings showed noise and loc. Lead was evaluated in office on (B)(6) 2025. Tests and isometrics were unremarkable. Multiple vectors were not tested. Data to be presented to physician for next steps. Lead currently remains implanted.